Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-21418639-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber/glass cap also exhibits circumferential fracture on the proximal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; this failure mode is indicative of a fracture beneath the metal cap; the glass cap piece between the two circumferential fracture is missing and not returned; the glass cap is protruding from metal cap; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks, and erased blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "fiber did not fire any energy" could not be confirmed; glass cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that when beginning a prostate procedure using the surgical fiber, the blue safety arrow was observed to be erased and the fiber would not fire (the fiber did not work). The fiber was replaced and the procedure completed using a second surgical fiber. The patient outcome was reported as "ok-stable"; there was no injury reported.